Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had broken keyboard. A technical support specialist (tss) remoted into the device and followed knowledge articles (ka) es ¿ letters ¿p¿ and ¿u¿ not working on the keyboard and medes/pas: single/some keys not responding. The tss updated the keyboard driver and rebooted the machine. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not working. Letters were not registering, and some buttons were selecting or performing unintended actions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.